Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during an arthroscopic surgery the plastic tip broke during implant insertion. All broken parts were retrieved from the patient. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. One unpackaged ar-1926bc-1, pushlock®, batch 15405215, was received for investigation. Visual investigation noted that the eyelet was fractured. Functional testing could not be performed due to the damage to the device. The most likely cause of the reported failure is off-axis insertion or prying and leveraging the device with excessive force. The complaint allegation is confirmed. Refer to the investigation photos.